Event description:
It was reported that shaft was detached, requiring intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The wire passed through the lesion and was widened with a 2.5mm x 20mm x 144cm coyote es balloon catheter. Subsequently, the shaft was moved to another lesion for plain old balloon angioplasty, but there was resistance encountered. Further inflation and deflation was performed, and the shaft was pulled. Upon pulling the shaft, it was confirmed that it was detached. A snare was used to retrieve the detached part, and no foreign objects were left in the body. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that shaft was detached, requiring intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The wire passed through the lesion, and was widened with a 2.5mm x 20mm x 144cm coyote es balloon catheter. Subsequently, the shaft was moved to another lesion for plain old balloon angioplasty, but there was resistance encountered. Further inflation and deflation was performed, and the shaft was pulled. Upon pulling the shaft, it was confirmed that it was detached. A snare was used to retrieve the detached part, and no foreign objects were left in the body. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that a 1.5mm x 20mm x 143cm coyote es balloon catheter was used during the procedure.

Manufacturer narrative:
Updated d4 lot number: 0035411892 updated d4 expiration date: 12/03/2027 device evaluation by manufacturer: the coyote es balloon was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen and inflation lumen is separated 24.2cm from the tip. There are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed a separation and damages that would have contributed to the difficulty to advance.